Event description:
In late 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the product issue started three days prior, at 8:00 am. The patient takes a combination of diabetes medications, levemir and humalog insulin; her specific insulin regimen was not provided. She claimed she took less food and/or drink as a result of the product issue. The day prior to original date at 1:00 pm, the patient allegedly was vomiting and passed out. She denied receiving treatment. The cca noted the meter reverted to set up mode immediately after the meter battery was removed or replaced, which can be expected to occur per lfs labeling. The cca walked the patient through resolving the issue. This complaint is reported because the patient alleges the meter reverted to set up mode. The patient claimed she took less food and/or drink and afterward was vomiting and passed out.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.